Event description:
Philips received a complaint on the defibrillator indicating that ¿the device needs an function check¿ . There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The fse performed a visual inspection of the device and it was determined that the reported issue was due to the cable not being plugged in, which resulted in functional test failure. The fse plugged in the cable, performed operational testing, and returned the device to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.